Event description:
On (B)(6) 2011, pt reported experiencing an elevated blood glucose level leading to hospitalization. Pt stated she had a severe case of influenza which led to the elevated blood glucose. Pt reported her blood glucose meter read 'hi' and her husband delivered several boluses of 10.0 - 15.0 units of insulin each because she was not able to treat herself. Pt's normal blood glucose is 100 - 200 mg/dl. Pt stated the boluses did not bring her blood glucose down so she was given injections with insulin from the same vial as insulin that was in the infusion device. Pt reported the injections did bring her blood glucose down and they contacted her doctor who advised her to go to the hospital. Pt stated she was taken to the hospital by her husband and admitted with a diagnosis of ketoacidosis. Pt reported she did not know what her blood glucose readings were at the hospital. Pt stated she was taken off of the infusion device at the hospital and given insulin by either IV drip or injection and then released on (B)(6) 2011. Pt reported she was placed back on the infusion device and her blood glucose went up again. Pt stated she delivered several boluses but her blood glucose continued to be high and then she was readmitted to the hospital on (B)(6) 2011. Pt is currently on her backup infusion device with her blood glucose under control. Pt reported no error messages were rec'd on the infusion device. Pt stated the rubber is peeling off of the side of the infusion device but the damage is only cosmetic and there is no opportunity for moisture to penetrate the device casing. Pt declined to troubleshoot the infusion device. Product was replaced and requested return of alleged product for evaluation.